Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 was not detected on the bus. A field service engineer tested the drawer in the hardware test application, powered the station off, and inspected the drawer. The field service engineer ensured all cables and connections were secure, powered the station back on, and tested the drawer in the hardware test application again. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawers - failed to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.